Event description:
Two balloons ruptured on the first inflation at an unknown pressure during an arteriovenous hemodialysis fistula graft dilatation procedure. The first balloon ruptured at the venous anastomosis and the second balloon ruptured within the graft. A pressure gauge was not used. A third balloon catheter was used to successfully complete the procedure without pt complications. The devices were received, evaluated and retained by this MFR. The engineering eval indicated the shaft under the balloon of the first device was bowed. Inflation of the first device was not possible due to dried foreign matter. A bubble test revealed a leak 3mm distal to the proximal ro marker. A pressure test performed on the second device revealed a leak in the distal transition zone 3mm distal to the distal ro marker. Chatter marks were noted on both balloon surfaces. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass rafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon through plaque or calcification. One of the devices displayed characteristics consistent with overpressurization, a bowed shaft under the balloon, and both devices displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surfaces. It was also indicated these devices were inflated without the benefit of a pressure gauge. Co believes the above factors contributed to this event and do not attribute it to the devices. Co's directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."